Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. Reportedly, the patient had an x-ray which revealed that the patient had twiddled with the device and leads and were consequently dislodged. Furthermore, an infection was discovered upon opening the device pocket. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. The explanted products were retained by the facility. No additional adverse patient effects were reported. The device was not returned for analysis.